Event description:
Hamilton medical ag received the following description: it was reported that during the ventilation of a patient, the device displayed a blower failure. The ventilator was replaced. No harm to the patient was reported. Log file analysis confirms that during active ventilation on (B)(6) 2026, a blower voltage out-of-tolerance condition (te244018) and blower controller speed issue (te231009) occurred, followed by a cascade of technical faults including tf431001 (blowerfault) and ambient failure detections (tf446029 / tf1446029 / tf1485001).

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.